Manufacturer narrative:
(B)(4). Concomitant products: dilatation catheter: nc trek 3.0x12; 3.0x18mm coronary implant; aspirin, clopidogrel. (B)(6). (B)(4). There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Myocardial infarction is listed in the xience pro x everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2016, the patient underwent a coronary procedure with implantation of a 3.0 x 38 mm xience pro x stent in the distal circumflex artery and 3.0 x 18 mm coronary implant in the mid right coronary artery. Post procedure, the patient experience an elevation in cardiac enzymes and a myocardial infarction was diagnosed. The patient did not have any symptoms of ischemia. No treatment was provided and the patient was discharged to home one day post procedure. No additional information was provided.